Manufacturer narrative:
Follow-up submitted as further investigation determined the loss of power was also due to a cpu board malfunction.

Event description:
It was reported via repair work order that there was no power to the bed due to the power inlet filter being damaged and that there was a reduction in brake force due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the bed due to a damaged power inlet filter and cpu board malfunction. It was further reported that there was a reduction in brake force due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.